Event description:
Pt states both pumps alarmed for cartridge volume low and she had to replace cartridge in 48 hours instead of 72 hours. Pumps not being replaced. No interruption in therapy. Pumps currently working. No other info known. Reported to (B)(6).